Event description:
This pt underwent a right total knee arthroplasty in 1993. The pt has had increasing pain in the right knee. X-rays show a loosened femoral component. The pt was admitted to this facility for a revision of the right total knee. All components were removed and replaced.